Manufacturer narrative:
Sample analysis: #1 of 2 coils: (mcs) microplex 18 system. #2 of 2 coils: (mcs) microplex 10 system, 120710h8, expiration date: 07/10/2017. An eval of the actual complaint sample could not be performed as they were not returned for eval. The root cause of this complaint cannot be determined. There is no indication the incident was caused by the coils mentioned in this report. The device in complaint do not appear to be the cause of the incident. The device history was reviewed and did not reveal any abnormal discrepancies or non-conformances.

Event description:
(B)(4).